Event description:
The surgeon performed a medial onlay partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). When the surgeon attempted to burr the second tibial post hole, the virtual burr did not appear on the screen. A tibial checkpoint check resulted in a high value of 42 mm. Rio registration and femur checkpoints were accurate and passing. The surgeon cut the post hole using mako manual instrumentation, and completed a successful case.

Manufacturer narrative:
As part of normal complaint follow-up, an eval has been initiated by mako surgical. Preliminary results are not available at this time.